Event description:
The customer reported that his olympus visera 4k uhd camera control unit was presenting error codes e116 & e117 during preparation for a diagnostic procedure. Additional details relating to the patient and the event have been requested, but were all unknown by the initial reporter. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user's report of the error codes was not confirmed. The unit was burned for over 10 hours and turned off and on multiple times and no error codes were present. All output signals and images tested properly. Unit passed all standard tests, no problems found with the subject device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root causes of errors e116 and e117 could not be determined. Olympus will continue to monitor field performance for this device.